Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. Subsequently, the rv lead and pacemaker were surgically abandoned and replaced. No additional adverse patient effects were reported.